Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a ventriculoatrial shunt in a moderately tortuous vessel. A 8.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications reported and post procedure, the patient was in good condition.